Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.

Event description:
It has been reported that the lens implanted in the patient's right eye was dislocated three months post-op. Patient noticed a decrease in her vision. The lens was removed three months post-op and replaced with a different model. Patient's current prognosis is reported as good.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection of the lens found one haptic bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.